Manufacturer narrative:
The insulin pump received with no button response due to unlocked lcd keypad connector. Unable to perform displacement test due to no button response. Device received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose was 16.0 mmol/l. Insulin pump will be replaced.